Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 20-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding an unknown patient who was receiving unknown drug, unknown concentration via intrathecal drug delivery pump for unknown indication of use. It was reported that 8784 kit, the portion of the collet, was off at the end that you lock the catheter in to so the rep opened an 8785 kit for the collet and utilized that collet instead. There was up to a 60 day wait period to be able to return the product to manufacturer analysis as the affected product had to go to pathology/in house first. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the initial reporter of the event was the rep. The collect was off at the end indicated that the collect was disconnected. The device was not returned. It was still in hospital possession. No further complications were reported.